Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 4 months.  No product was returned for investigation. A correlation between the device and the reported event could not be conclusively determined. Infection and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was initially seen in the emergency department at an outside hospital on (B)(6) 2017 for a primary complaint of low grade fever and cough and was sent home. The patient was diagnosed with pneumonia and bronchitis. The patient was sent home on a 5 day course zithromax. The patient presented to on (B)(6) 2017 for follow up, and was sent back to emergency department for evaluation. Blood cultures and driveline site cultures were pending. Vancomycin and zosyn antibiotic infusions were initiated. Major infection in the respiratory tract was confirmed. The patient went into septic shock. An abscess at the driveline site was observed and the patient went to the operating room on (B)(6) 2017 for incision and drainage. It was reported that on (B)(6) 2017, the patient returned to the operating room for incision and drainage of the driveline and pump pocket. A wound vac remained in place. No additional information was provided.

Event description:
It was reported that blood cultures from (B)(6) 2017 were (B)(6) for (B)(6). The patient was started on (B)(6) infusion then changed to (B)(6). The patient returned to the operating room a total of three times for washout.